Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined. If additional information is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that a patient underwent a successful therapeutic laparoscopic vaginal hysterectomy (lvh) procedure. Following the procedure, the patient experienced post-operative bleeding. The physician sutured the vaginal cuff to achieve hemostasis. The patient was admitted overnight for observation. The patient was discharged home with no complication. No further information was provided.